Event description:
It was reported that this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device was then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.